Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Reviewed device alarm history and found multiple alarms had occurred including base task timeout, primary audible alarm post, and acu watchdog timeout. Upon reviewing the troubleshooting section it was determined that the main pcb was malfunctioning. Replaced main pcb following and tested following. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm. There was no patient involvement.